Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices by the manufacturing supplier confirms the reported material fracture. Review of device history records and finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The density of the insert was analysed and found to be complying with the delivery specification for biolox delta components. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Erratic secondary metal transfer patterns as a result of contact with metal parts during the surgery can be found on the insert. Primary regular metal transfer can not be found on the insert. The existing metal transfer on the transition I/j was caused by the misaligned position of the insert in the metal shell. Due to the misalignment point contacts between the metal shell and the insert occurred which initiated the fracture. The root cause is misalignment. Based on the performed investigation, the need for corrective action has not been indicated.

Event description:
Ceramic liner cracked into many pieces upon insertion. It is unknown if all the tiny pieces were retrieved.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.